Event description:
The customer reported via phone call that they had repeated no delivery alarms. Customer had to revert to manual injections to treat their blood glucose. The customer stated they resolved the no delivery alarm with a complete set change in the past. Customer also reported experiencing a high blood glucose of 370 mg/dl. Customer's blood glucose was currently between 80 mg/dl and 130 mg/dl. The customer reported experiencing headaches when their blood glucose was high. Troubleshooting found the customer's bolus and basal settings were correct. Troubleshooting was not completed as the customer declined to perform a high pressure test. Customer also called later to report their insulin pump was alarming no delivery. Customer noted insulin was not being delivered to their body. Troubleshooting was not completed for the no delivery alarm. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.